Event description:
The patient experienced a headache due to a csf leak post implant in (B)(6) 2012. The skin turned black over the ins. His physician asked him if he "sabotaged his implant." He was unsure what that meant but the comment "sent him over the edge" and he was seeing a psychiatrist. The device was explanted.

Manufacturer narrative:
Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(4).